Event description:
It was reported that the patient's lead fractured when the hcp tried to remove it. It was noted that the physician dissected down to the tines, but the lead still broke at electrode #1. The neurostimulator and remainder of the lead were removed and the patient was sent home without incident. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3093-33, lot # v304276, implanted: (B)(6) 2009, explanted: (B)(6) 2012; programmer model 3037, serial # (B)(4). Analysis of the lead model 3093-33, lot v304276 found no significant anomaly. The distal end conductor was broken from overstress. Electrode #0 and #1 were pulled off. The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(6) 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.